Event description:
The catheter was inserted without issues. Good blood return was received and the line was flushed. While the patient was waiting for the high pressure injection procedure to begin, the clinician noticed that there was blood on the patient's arm and found that the tubing had disconnected from the adapter, causing blood leakage. There was no harm to the patient as a result of the incident.

Manufacturer narrative:
The sample was received (B)(4) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).